Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Drawing blood [haemorrhage]. Facial laceration [laceration]. Poked myself in face [face injury]. Brush tip kept coming off and as a result poked in face, drawing blood [injury associated with device]. Brush tip kept coming off [device breakage]. Case description: a male consumer of unspecified age reported spontaneously via e-mail on (B)(6)2017 that his dentist recommended that he purchase an oral-b rechargeable toothbrush, version unknown for the hard to reach places. The consumer stated that the product worked fine with the expected results, but the oral-b brushhead, version unknown kept coming off and as a result he poked himself in the face. The consumer asserted that this happened not once but on 5 different occasions, drawing blood each time. The consumer stated that he had been a consumer of oral-b products for close to 15 years. The case outcome was unknown. Treatment details: unknown. No further information was provided. On (B)(6)2017 received consumer's follow-up e-mail: the consumer reported that after poking himself in the face 5 times and drawing blood, he disposed of the remaining brush heads along with the power handle. The consumer admitted that his brushing technique was on the aggressive side. The consumer recounted that he continued to use the product even after 4 malfunctions and sustaining a facial laceration each time. The consumer was currently using an oral-b battery operated model that he had before the current purchase which worked just fine. The case outcome remained unknown. No further information was provided.